Event description:
The manufacturer received information alleging a trilogy evo ventilator failed the active exhalation control module test during device testing resulting in a failure to calibrate. The device was not in patient use at the time. A field service engineer attended the customer site and performed an evaluation of the device and the customer¿s complaint was confirmed. The device's 3-way solenoid valve and proportional valve were replaced to address the issue.